Event description:
The patient was being treated for back pain, sciatica. The patient experienced a burning sensation during an electrotherapy treatment. The clinician terminated the treatment. Upon examination of the treatment area, the clinician noted that the patient had suffered a blister under one of the treatment electrodes. The clinician determined the blister to be a second degree burn. The patient's recovery from the condition being treated was not impeded. The clinician was very concerned over the incident.

Manufacturer narrative:
The device was returned on 09/03/2008 for evaluation on previous log number #777498. No issue was found with the device, see attached service report. In this event, the customer did not return the device for evaluation. Since the device was not returned for evaluation, no root cause can be determined. Additional information will be provided via the form 3500a, if required. Per attached supporting documentation, the device labeling identifies adverse effects; skin irritation and burns beneath the electrodes have been reported with the use of powered muscle stimulators.